Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker failed to interrogate. The pacemaker was explanted and replaced. The patient was in stable condition.